Event description:
It was reported that ats45 was used in a procedure where the staple line was described as not fully forming. There were no patient consequences.

Manufacturer narrative:
(B)(4). Date sent: 5/24/2023. D4: batch # u5dr0t. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the ats45 device was returned with no apparent damage, with three tr45w reloads present (b-d) batch 841a02 and a fourth (e) 6r45b reload fully fired was returned. The reload (b) was returned unfired with no apparent damage and reloads (c and d) were returned fully fired. In addition, the reload (e) was received with 5 partially formed staples in the pockets and 2 b-formed staples in the reload deck. The device and returned reload (b) were tested for functionality and it fired, cut, and formed the staples as intended. The staple line and the cut line were complete, and the staples meet the staple form release criteria. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reach on the cause of the reported event, the instructions for use do contain the following caution: ensure that the tissue lies flat and is positioned properly between the jaws. Any ¿bunching¿ of tissue along the reload, particularly in the crotch of the jaws, may result in an incomplete staple line. The event described could not be confirmed as the device performed without any difficulties noted. Although the returned staples were found to be partially formed, no conclusion could be reached as to the cause of the staple's condition.  There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. Reload b: tr45w, unfired, 841a02 ; reload c & d:tr45w fully fired 841a42; reload e: 6r45b, r5c12g, fully fired with 2 b-formed staples on the deck and 5 partially formed staples. A manufacturing record evaluation was performed for the finished device batch number u5dr0t, and no non-conformances were identified.